Event description:
It was reported an asymptomatic patient showed non-sustained lead noise via a (B)(6) transmission. The non-sustained lead noise was caused by post paced t wave oversensing. ICD was reprogrammed during a follow up .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.